Manufacturer narrative:
It was noted that the medical records and implants are unavailable due to hospital policy. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Revision of tritanium cup due to loosening. Stryker cup and stryker screws (4) were removed. Competitor product reimplanted.